Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-00512. The pt was implanted with an scs system consisting of an ipg and 2 percutaneous leads on (B) (6) 2009. The pt reportedly lost stimulation 3 weeks later. An x-ray showed that both leads had pulled out of the epidural space. The physician reportedly revised the pt on (B) (6) 2009. No product was returned to ans for analysis. No further info is available at this time.

Manufacturer narrative:
Device 2 of 2. H6. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.